Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced two overnight low blood glucose events, with readings of 52 mg/dl and 57 mg/dl, and self-treated each episode with oral carbohydrates (m&ms) before returning to sleep. Symptoms included hypoglycemia. Outcomes included transient disruption to daily activities without medical intervention or hospitalization. Investigation included a review of use factors and troubleshooting with the user. Investigation of this case revealed the cause of the hypoglycemia was unclear, with reported accurate and timely meal announcements and in-range glucose during the day. It was concluded that the event involved hypoglycemia with an undetermined cause, and user education and troubleshooting were completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.